Event description:
It was reported that alerts for charge time limit reached were observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for evaluation and an anomalous hv capacitor was found to be the cause of the extended charge time.